Event description:
"PICC line guidewire advanced through insertion needle. When withdrawing needle, guidewire unraveled and made removal difficult." Guidewire frayed. Dates of use: 2007. Diagnosis or reason for use: PICC line insertion. Event abated after use stopped or dose reduced: yes.